Event description:
Ous MDR - after an implant period of approximately 84 months, it was reported, that the device could not be interrogated. The device was explanted.

Manufacturer narrative:
On (B)(6) 2018 - we received an initial analysis. Previous to the analysis of the device, the manufacturing process for this pacemaker was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. In a next step the pacemaker was subjected to an incoming visual inspection. During the inspection, no peculiarities were observed. Subsequently an electrical analysis of the pacemaker was performed. The device could not be interrogated, as mentioned in the complaint description. The therapy functions were not available. However, the device performed as expected during the device manufacturing, as confirmed during the re-investigation of the manufacturing process. Therefore the pacemaker was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage documented a depleted battery and the current consumption of the electronic module was higher than expected. The electronic module was attached to an external power supply to test its functionality. Thereby, the electrical parameters, particularly the current consumption were found to be normal and as expected. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. The ability of the electronic module to deliver therapies was fully available. Further thorough investigations of the electronic module and the battery are currently being performed. This report will be updated as soon as the analysis has been completed.

Manufacturer narrative:
'The pacemaker under complaint was returned for analysis. The device was implanted for 84 months. Previous to the analysis of the device, the manufacturing process for this pacemaker was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. In a next step the pacemaker was subjected to an incoming visual inspection. During the inspection, no peculiarities were observed. Subsequently an electrical analysis of the pacemaker was performed. The device could not be interrogated, as mentioned in the complaint description. The therapy functions were not available. Therefore the pacemaker was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage documented a depleted battery and the current consumption of the electronic module was higher than expected. The electronic module was attached to an external power supply to test its functionality. Thereby, the electrical parameters, particularly the current consumption were found to be normal and as expected. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. However, after the storage under different temperature conditions a recurrent elevated current consumption was detected. Further thorough investigations of the electronic module itself revealed a damaged capacitor resulting in the clinical observation. In summary, a damaged capacitor was identified during analysis leading to the clinical observation. However, the manufacturing records document a normal device production. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable.